Event description:
During the case the surgical fellow reported that the stryker system 7 oscillating saw he was using would not properly engage when it met bone. The fellow and the attending believed the saw to be the same one they repeatedly have the same problem with that this nurse has sent to decontam marked for repair in the past.